Event description:
See also manufacturer report 3004209178200807578. It was reported that the patient's lead bent and she underwent a lead revision. No surgical complications were reported. Further information is being requested from the hcp.